Event description:
The hcp tunneled through to the deep brain stimulator pocket and attached the 2 extensions to the extension carrier. When he was about 75% through, the extension carrier head broke. The hcp then had to make an extra 6 cm incision in the patient's neck to remove the extensions.